Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured approximately 3.0mm and appeared used. Examination under magnification revealed the pattern on the tip face is consistent with normal degradation. There were no signs of damage or other imperfections noted along the laser fiber¿s body. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. Therefore, the reported complaint could not be confirmed. Given the event description and condition of the returned device that the fiber was recognized by the laser console, the assigned most probable root cause for this complaint event is caused by other. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a flexible ureterolithotripsy procedure performed on (B)(6) 2016. According to the complainant, the laser fiber was not recognized when it was attached to the laser console. The procedure was completed with another flexiva 200 tractip laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.